Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 154 mg/dl and the sensor glucose was 200mg/dl at the time of the incident. The customer reported yesterday blood glucose was 103mg/dl and then sensor glucose was 106mg/dl. Both of them go completely off. Last night blood glucose was 120mg/dl and sitting down for dinner. Sensor glucose was 47mg/dl double arrow down. The customer woke up this morning turned it on and blood glucose was 97mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 47. Threshold suspend limit in sensor settings was 60. Sensor glucose was 200 with double arrows up and blood glucose is 150mg/dl. After taking some carbohydrates and liquid sensor glucose was 235 and blood glucose was 130mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used.